Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebr1396 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebr1396) have been reported from the same facility.

Event description:
It was reported by ms&s that a gentleman had inquired via email, as to what the solo PICC single lumen was made of as it had "poor" kink resistance. He stated that the PICC was replaced due to kinking. This report addresses the first device.